Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal) was explanted from the right eye. The lal was replaced with a lal+. No additional information was able to be provided.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).